Event description:
Event or problem description: the patient reported that their teladoc blood pressure monitor was reading higher compared to manual readings taken at their doctor's office. The blood pressure readings were taken a couple of minutes apart. The patient said they did not receive medical treatment.the teladoc monitor read 150/90, and the manual reading at their physicians office read 130/70. Additional manufacturer narrative: (provided by teladoc) the patient was sent a replacement monitor. The monitor associated with this incident was not returned for investigation. If the device is returned an investigation will be conducted and a supplemental report will be filed.

Manufacturer narrative:
Cause: without the defective device for return, it is challenging for transtek to conduct a detailed analysis. There are some similar device failures from other feedbacks and the cause analysis should be the same theoretically as below. 1. We checked the all related DHR, including manufactured process records, fqc inspection records, ect, and no accuracy issue was found. 2. The product has passed clinical validation iso 81060-2:2018. Its performance meets the requirements. Please note: clinical test data for electronic blood pressure algorithms are collected based on statistics and can cover most of the population. However, for individuals with special physiological conditions, such as those with common arrhythmias (e.g., atrioventricular block, premature beats, or atrial fibrillation), the algorithm struggles to identify standard fluctuation patterns. As a result, the effectiveness of this device for such users has not been established. Conclusion: this issue would not cause or contribute to a death or serious injury, not a MDR event.